Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, we could not specify the cause of the suggested event. Hence, a definitive root cause could not be identified, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: inspection of the endoscope. 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device. Additional information: h4.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.